Event description:
Battery cap on insulin pump minimed 670g malfunctioned, showing battery needed to be inserted when battery had already been inserted. New battery cap had to be put on before pump would operate again. This is to request new battery cap to use as spare.